Event description:
Urinary foley catheter was not able to be removed after deflating the balloon, despite removing saline from port. The foley stayed put when gentle traction was placed in attempts to remove it. The tubing to the port was then cut, and the balloon drained and the catheter was removed. Product numbers that were on the port was: 175816 ngk21906 and it was a 16 fr. Unable to verify product identifiers as this was placed over 24 hours ago and packaging was discarded.